Event description:
It was reported a power on reset (por) condition occurred. It was noted por was cleared and everything was working good. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).